Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and all clips met specifications. The unit was disassembled and engineering noted there was internal friction between the jaw and the closure member. The root cause remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial / final document.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and all clips met specifications. The unit was disassembled and engineering noted there was internal friction between the jaw and the closure member. The root cause remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our initial / final document.

Event description:
Laparoscopic cholecystectomy- "multiple clips fell out of the clip applier, clips were retrieved. Surgeon then tried to clop again and fell off of duct. A new clip applier was opened and no other issues occurred. (B)(6)." Type of intervention- had to open another trocar a sharp and went in to the belly that way." Per medwatch report: laparoscopic cholecystectomy- "multiple clips fell out of the clip applier. Clips were retrieved. Surgeon than tried to clip again and clip fell off of duct. A new clip applier was opened and no other issues occurred."

Event description:
Laparoscopic cholecystectomy- "multiple clips fell out of the clip applier, clips were retrieved. Surgeon then tried to clop again and fell off of duct. A new clip applier was opened and no other issues occurred. Dr (B)(6)." Type of intervention- had to open another trocar a sharp and went in to the belly that way." Per medwatch report: laparoscopic cholecystectomy- "multiple clips fell out of the clip applier. Clips were retrieved. Surgeon than tried to clip again and clip fell off of duct. A new clip applier was opened and no other issues occurred."